Event description:
I had left hip replacement surgery (B)(6) 2009, and I have more pain now than before the surgery. My pain is in the joint area and in the outer thigh of the operated leg. On (B)(6)2011, I work up and started walking; however, after a few steps, I fell to the floor in excruciating pain like I have never felt in my life; for the next several months I had to go back to using a walker. I am not using the walker now; however, with every step I still have pain in the joint area and in the outer thigh; I have difficulty going up stairs and have to pull myself up. Since the surgery I have also developed extreme lower back pain. I am looking for answers for why I can not recover from the surgery; I was in good shape prior to surgery, as I am a dance instructor. I am now suspected the medical components. The following stryker orthopaedics components were implanted in me: trident psl ha solid black acetabular shell size 50mm, alph cde e, ref (B)(4), lot 31557540010022000; secur-fit max 127 degree neck angle hip stem size 7, nk lnth 30mm, tpr c-tpr, ref (B)(4), lot mhnh8y, sn (B)(4); trident x3 0 degree polyethylene insert ID 36mm, alph cde e, ref (B)(4), lot mhnw35, sn (B)(4); biolox delta ceramic c-taper femoral head od 36mm, nk lnth -5mm, ref 18-36-5, lot sn (B)(4).